Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported, that during surgery, while drilling for the lag screw. The obturator broke trying to keep the guide in place. Portion of instrument that broke was not inside the patient. The 3.2mm t-handle trocar was used in place of the obturator. The procedure was resumed, without any delay, changing the surgical technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the obturator broke trying to keep the guide in place. As this instrument is always used outside the patient, breakage may cause minor or temporary injury (e.g. Abrasion, laceration, etc.) Requiring no or minor medical intervention, for which this issue does not meet the criteria to be reportable. Moreover, if the device malfunction were to recur, the event may result in a short procedural delay or require use of a backup device to continue procedure, and would not be likely to cause or contribute to a death or serious injury. H11 ¿ corrected data. B5- describe event or problem.

Event description:
It was reported that during internal fixation surgery, while drilling for the lag screw, the obturator broke trying to keep the guide in place. The instrument was not inside the patient. Surgery was resumed, without any delay, with a back-up instrument: the 3.2mm t-handle trocar was used in place of the obturator. Patient was not injured as consequence of this problem.